Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced an episode and was in an altered state requiring resuscitation. The patient was admitted to the hospital. Review of stored device memory revealed several non-sustained ventricular tachycardia episodes that occurred one and two days prior, however, no recent episodes were stored that correlated with the patient's recent episode. Boston scientific technical services (ts) recommended further evaluation with a programmer. This product remains implanted and in service. No additional adverse patient effects were reported.